Manufacturer narrative:
The implant and distal portion of the extended tabs remain in the patient; therefore, no product evaluation can be conducted. A review of the device history records could not be performed as the identifying lot number was not provided. A radiograph image confirmed the event. It is unknown if fluoroscopic imaging was used during the procedure to confirm that the distal tabs were properly removed. Based on the information available, a root cause cannot be determined. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted.

Event description:
On 03/27/2024, a male patient underwent a spinal procedure where posterior fixation was implanted from l3 to s1. During a postoperative follow-up, a radiograph image revealed the bilateral screws at s1 still had the distal portion of the extended tabs attached to the screw tulip. It was reported the patient is asymptomatic, and there are no plans for revision surgery. This is report 2 of 2.